Event description:
Log files were provided for analysis. A review of the log file noted low speed advisories with speed drops as low as 4030 revolutions per minute (rpm). The issues appeared to only be occurring while on power module power. The patient was stable. The device operated as expected. X-rays were performed. The issue did not resolve. The cause of the speed drops was identified as driveline fracture. The patient was asymptomatic. The account planned to continue routine care with unshielded cable. X-rays showed a twisted part.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed alarms while the patient was supported by the power module. Although a specific cause for the low speed event could not be conclusively determined, based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A log file was sent to abbott for analysis on (B)(6) 2021 that contained information from day 2017 through day 2029 (per the controller recorded time). Low speed advisory and low speed hazard alarms were captured on day 2027 at hour 18 and minute 24, with pump speed as low as 4030 revolutions per minute (rpm), while the device was connected to the power module. Estimated flow decreased during the low speed event down to 1.9 liters per minute (lpm), activating low flow alarms. The pump otherwise maintained a stable speed above the low speed limit without issue. There were no other notable alarms active in the log file. It was reported on 08feb2021 that a driveline fracture was suspected as the cause of the low speed events, and the patient was switched to an ungrounded patient cable. X-rays of the driveline were taken. The patient was reportedly asymptomatic and stable, and the plan was to continue routine care with an ungrounded patient cable. It was reported that the device operated as expected. The submitted x-rays showed an unremarkable driveline. A driveline wire compromise could not be confirmed via the submitted x-ray images. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 24mar2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 17 ¿patient management¿ discusses damage due to wear and fatigue of the driveline. This section also contains a section on ¿caring for the percutaneous lead¿ and provides possible indications of driveline damage as well as how to respond to such events. Section 13 "system monitor" (under ¿alarms screen¿) outlines hazard and advisory alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The section entitled ¿important precautions¿ includes information on possible indications of driveline damages and instructs to ¿call your doctor if you notice a change in how your pump works, sounds, or feels.¿ the section entitled ¿living with your heart pump¿ contains information on caring for the driveline. The section entitled "how does it work" (under ¿the system controller¿) outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the speed of the pump dropped to 4000 rpm when connected to the power module and it is suspected that there is a driveline fracture. The patient was switched to an unshielded patient cable and x-rays of the driveline are pending.